Event description:
Same as 6000093-2006-00618. Clinical study: during the initial procedure, lesions in the prox lad and the left cx were treated with taxus express2 drug eluting stents. The first lesion, in the lad, was reported as having mild calcification and tortuosity. This was treated with a 3.0x8mm taxus stent. The second lesion , in the prox lcs was reported as having mild calcification with moderate tortuosity, this was treated with 3.5x20mm taxus stent. The patient was discharged the next day with instructions to take asa and plavix. The patient presented 6 days after the initial procedure with in-stent thrombosis. There was restenosis of the taxus stent in the lad confirmed with ivus . The next day, the patient was treated with an angioplasty in the lad and stayed in the hospital, 11 days after the intial procedure, the patient underwent a CABG procedure of the proximal lad and the 1st obtuse marginal arteries. The patient was discharged from the hospital 31 days later with no reported status.